Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported 'downstream occlusion test fail' was not reproduced during evaluation. The cause was identified to be a force sensor-no tube setting sensor being out of specification. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced downstream occlusion test failed. There was no known patient injury or medical intervention associated with this event. No additional information is available.